Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e1 (site name, address and city), h6 (clinical and impact code) updated data: b4, e1(initial reporter), e2, e3, g3, g6, h2, h10, h11

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) had disturbances occur on the display screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was being reported that during use on a patient the cs300 intra aortic balloon pump (iabp) had an issue regarding the "disturbances occurred on the display screen". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that there are disturbances which had been occurred on the display screen which had been confirmed. Actually there is a deterioration of the video receiver board and flat cable inside the display was suspected, so the parts are in question whether they had been repaired and replaced. A getinge field service engineer (fse) had further done the replacement of - cable,video receiver to lcd , pcb, color video receiver so, that after the replacement the recurrence did not occur, and a functional inspection was conducted with good results. There is an involvement of the patient during this incident.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) had disturbances occur on the display screen.